Manufacturer narrative:
Bovie medical completed an investigation in prior reported complaint (3007593903-2018-00005) and the root cause was identified as design related issue between the j-plasma generator and j-plasma handpiece connection. The design allows to activate the generators in situations where the j-plasma handpiece is not fully connected to the j-plasma generator. It is also possible that the green light on the front of the generator, that indicates that the j-plasma handpiece is connected, become illuminated even when the plug is not fully connected. Therefore, the users can be given the false indication by the generator that the handpiece is fully connected. The lack of complete helium seal at the cable plug connection to the generator can allow fluid encountered at the tip of the handpiece during procedure to flow from tip to the interface between the handpiece plug and generator. Bovie medical issued a voluntary urgent medical device correction (recall). On the week of february 5, 2018 all customers were notified of this potential new risk identified and instructions on actions to prevent this from occurring were provided.

Event description:
It was reported that during procedure blood was found on the electrosurgical unit and the handpiece.